Event description:
During the device evaluation, it was found that the abnormal air pressure displayed and the pressure valve had malfunctioned on the insufflation unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that an electronic issue led to the component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.